Event description:
It was reported to boston scientific corporation that a lighttrail single use laser fiber was used during a procedure performed on (B)(6) 2021. During the procedure, upon firing the laser, the fiber was damaged both in the distal tip and near the connector. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: block d4 and h4 updated based on the additional information received on july 22, 2022. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Medical device problem code a0501 captures the reportable event of tip detached. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lighttrail single use laser fiber was used during a procedure performed on (B)(6) 2021. During the procedure, upon firing the laser, the fiber was damaged both in the distal tip and near the connector. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.